Manufacturer narrative:
Since the subject device was discarded and not returned for evaluation, the referenced phenomenon could not be confirmed. Although the lot number of the subject device was unknown, the delivery record shows the possible lot number of the subject device can be 58k. The manufacturing record, however, shows no abnormality possibly related to the referenced phenomenon. It is possibly considered that output was not activated by the following mechanism resulting in the half-burnt tissue. The coating of the wire tore and a part of the cutting wire was exposed. The current flowed out of the exposed part into the non-target tissue or the metal part of the distal end of the endoscope. The leaked current from the exposed part impeded the current flowing to the tip of the cutting wire.

Event description:
Even upon the activation of output in the est, the tissue was half-raw and the incision could not be achieved. The tissue not contacting with the cutting wire had a burn-like mark. The procedure was interrupted and postponed.